Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to acetabular shell loosening.

Event description:
It has been reported that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to acetabular shell loosening.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. A g7 bispherical shell, three fixation screws, a biolox delta liner and a biolox forte femoral head were returned for analysis. The acetabular shell shows no evidence of bone fixation, in agreement with the complaint description. Metal transfer marks from the fixation screws to the ceramic liner suggest the screws may not have been properly seated. Manufacturing history records were reviewed for any deviations in the manufacturing process that may have affected the surgical outcome or contributed to this reported event. No related deviations were discovered. A review of the complaint database has found no similar complaints reported with this part / lot combination. Zimmer biomet has assessed all information provided however, the investigation could not verify or identify any evidence that the zimmer biomet products contributed to the reported event. The exact root cause of the reported event cannot be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.